Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. H3: analysis of the 97755 recharger (rtm) (serial number unknown) revealed there was a recharge antenna failure, antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for :spinal pain. It was reported that the controller does not work; patient (pt) said that they can't charge their controller and so they can't charge their implant. Pt said that the controller had been giving them problems for well over a year and now it has "pretty much konked out". Pt said they first had issues after they dropped their controller and cracked the screen shortly after they first got it. Pt said they first texted their mdt rep sara noonan about a software problem screen in december 2018 (pt had a photo: 1-intellis 2-3.0 3-243, 4-qf_port) that was resolved by resetting the controller. Pt said that the rep saw the controller at a later follow up appointment where they noted that it took a long time to find the device. Pt said that now, they never charge their implant without issues; if they have to reboot the controller only two times during a charge that's good but it's usually 4-5 times that they reset the controller, sometimes waiting for a half hour before they try again. Pt said everything has worked this way until a couple of weeks ago. An email was sent to the repair department to replace the controller. Pt called back stating they received the replacement controller but they're still having issues charging their implant. Pt stated most times no device found displays. Pt stated they were only able to get their implant to charge one time and it would only charge to 30%. Pt also stated the recharger becomes very hot while charging. Pt did not have recharger at the time of call and was asked to call back when they have the recharger (rtm) with them.